Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, while at a dentist appointment around 2:30-3:00pm the cgm had a sensor error and eventually failed. While on her 10 minute car ride home, she phoned her spouse because she was feeling poorly. The spouse advised she treat with carbohydrates, but she wasn't thinking straight anymore, so she did not eat anything. The patient reportedly arrived home at around 3:30pm and her spouse attempted to assist her upstairs when she experienced syncope. It reportedly took 2 hours before she got back her consciousness by taking 3 packages of glucose gel oral provided by the spouse. There was no bg documented for the episode. At the time of the report the same day, it was documented that the patient was fine, good, and stable. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be prolonged data blanking. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.